Event description:
It was reported by the patient that the omnipod 5 controller delivered an uncommanded bolus. On (B)(6) 2025, the patient had the controller in her pocket, and she heard it beep. She removed it from her pocket and noticed 9 units of insulin had been delivered without any user intervention. The patient reported the last interaction she had with the controller was a few minutes prior to the uncommanded bolus. She reported she had only looked at the controller to see where her blood glucose levels were. After discovering the uncommanded bolus, the patient reported she panicked and contacted 911. Ems (emergency management services). She was visited by ems, but did not receive treatment or require transport the emergency room. The patient reported their blood glucose to be 100 mg/dl. The patient consumed 2 bottles of orange juice and a donut. Data files were upload from the device for investigation.

Manufacturer narrative:
The case description states the user experienced a 9u uncommanded bolus. Inspection of the android log files confirmed the delivery of a 9 u bolus with no carbs or bgs entered on the date of occurrence and was confirmed through interaction with the controller. The log files show evidence of interaction in order to program, confirm, and deliver the 9 u bolus. The logs show that the bolus button was pressed to open the bolus calculator. The logs show that the next button was pressed to transition to the confirm bolus screen and the start button was pressed to begin bolus delivery. The bolus record confirms that the bolus delivered was a 9 u bolus with a manual adjustment of 9 u and no carb or bg entry. Evidence of interaction was observed in the logs to program all boluses. No evidence of an uncommanded bolus was observed. Further inspection of the logs show no indication that the 9 u bolus delivered was abnormal, as the amount is not outside of the user's typical bolus amounts and the time taken to program the bolus is comparable to the time taken to program other boluses captured in the engineering logs. During physical testing of the controller, the controller was paired with an unused pod, which was paired with a dexcom g6 continuous glucose monitor (cgm) emulator. The controller was able to activate the pod, command a 5 u bolus, receive cgm values, switch modes, and deactivate the pod with no issues. Testing of the bolus calculator found no incorrect calculations when inputting carbs, blood glucose values, or both. All boluses delivered during the investigation required input in order to program, confirm, and start. No issues were observed with the returned controller that would contribute to the reported uncommanded bolus *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.